Event description:
The initial reporter questioned results for multiple patient samples and multiple assays on a cobas c 503 analytical unit. Of the data provided, discrepant results were identified for 3 patient samples tested for glucose hk gen.3 (gluc3) and total protein gen.2 (tp2). Patient 1 initial gluc3 result was 71 mg/dl. The repeat result was 97 mg/dl. The initial tp2 result was 5.4 g/dl. The repeat result was 6.6 g/dl. Patient 2 initial gluc3 result was 65 mg/dl. The repeat result was 140 mg/dl. The initial tp2 result was 4.2 g/dl. The repeat result was 7.8 g/dl. Patient 3 initial gluc3 result was 102 mg/dl. The repeat result was 72 mg/dl. The initial tp2 result was 5.5 g/dl. The repeat result was 7.7 g/dl. The glucose results were reported outside of the laboratory where the dr. Questioned them prompting repeat testing. The repeat results were believed to be correct.

Manufacturer narrative:
The gluc3 reagent lot number was 779013 with an expiration date of 30-apr-2025. The tp2 reagent lot number was 783223 with an expiration date of 30-jun-2025. Calibration was acceptable. An "abnormal aspiration" sample alarm was observed on the alarm trace data. The field service engineer (fse) found a sample probe was misaligned and the top cover was not installed correctly. The cell blank volume was misadjusted. The fse performed decontamination, checked and adjusted the sample and reagent probes, inspected the cell rinse and detergent volume, adjusted the cell blank volume, and installed the sample probe top cover correctly. Precision results were within specification and the instrument check passed. The service actions resolved the issue.